Event description:
It was reported that intraocular lens (iol) was implanted on (B)(6) 2014. During the post-operative examination on (B)(6) 2014, a fibrous substance was found in the patient's left eye by slit lamp. This fibrous substance was explanted on (B)(6) 2014. Doctor stated that he believes that there may not be a causal relationship between this substance and iol device. Patient was reported to have recovered with no complications. Fibrous substance was received to manufacturer on (B)(6) 2014 for evaluation. No further information has been provided.

Manufacturer narrative:
Reason for non evaluation: fibrous substance has been sent for evaluation. Evaluation: the lens remains implanted; however, the fibrous substance removed from the patient's eye was returned for evaluation. A visual examination revealed a fiber-like material which had been isolated in a tube. Ftir (fourier transform infrared spectroscopy) analysis showed that the substance is cellulose, ie: rayon, lint, cotton, paper or wood product. A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
If explanted, give date: not applicable. Device was not explanted. Fibrous substance was explanted on (B)(6) 2014. (B)(6). (B)(4) - explant of fibrous substance. Reason for non-evaluation: fibrous substance has been sent for evaluation. All pertinent information available to the manufacturer has been submitted. Placeholder.